Manufacturer narrative:
(B)(4). The root cause of the transfer set connection coming loose was undetermined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report his transfer set connection came loose during drain 1 of 6. The home patient (hp) stated the connection came loose while he was sleeping and solution leaked out everywhere. The baxter technical service representative (tsr) assisted the hp with ending therapy and advised the hp to contact the nurse in the morning. No patient injury or medical intervention was reported at the time of the initial report. The problem was resolved over the phone. Product surveillance obtained additional information from the hp's caregiver. The caregiver stated the transfer set had to be replaced, but was unable to provide any further information. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The cause of the reported problem cannot be determined at this time. Sample availability is unknown at this time. If a sample or additional information become available, a follow-up report will be submitted.